Event description:
A company representative called the customer to upgrade his insulin pump. Customer reported that there was condensation inside the screen, the device was requiring frequent battery changes, suddenly powering down and losing settings, and rejecting new batteries. Customer declined to provide blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.